Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. The product has been received for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. The product has been received for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device battery was suspected to have depleted prematurely. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. The product has been received for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device battery was suspected to have depleted prematurely. The product has been received for analysis. This report will be updated upon completion of analysis.